Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that a user tried a terumo 50ml syringe (not compatible with alaris syringe module), but "it came up as a 60ml terumo." It was noted that "the 60ml terumo displayed as soon as the 50ml terumo was loaded into the pump." The user then selected the 60ml terumo option and pressed "confirm" to see what would happen. However, this event occurred during testing, not during an infusion on a patient. The customer was provided with a list of syringe module compatible syringes. The customer asked if there was a software update planned to address this or if these syringes were just not supported. The customer added that having only one 50ml syringe option is extremely limited. There was no patient involvement.